Event description:
This was a vascular intervention case performed in the catheter lab. Near the end of the lad case, resistance was met when removing the elca. When finally removed, a visual check presumed that the tip of the elca was missing. A spot was noted on the fluoro, and attempts were made unsuccessfully to snare the piece. The physician placed a stent in the area where the fragment remained, adhering the fragment to the wall of the vessel. There was no decline in the patient status during the case. No harm to patient, per physician.

Manufacturer narrative:
Device evaluation: the fluoro images provided by the facility show a particle left behind; however, the shape and size are not consistent with our catheter tip. Additionally, a visual inspection of the device returned revealed the band at the tip was still intact and had not dislodged. There was wear at the tip, consistent with heavy use. The particle seen on the fluoro was not the tip of the spnc device.